Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device displayed constant dotted lines when in electrodes mode. The complainant indicated that there was no pt involvement in the reported malfunction.